Event description:
It was reported that the patient stated that the sling surgery was not successful. The surgery was done on june 28 and on june 29 patient experienced steady stream of urine running down on his leg when standing up. The patient is constantly leaking when walking, sitting, standing or coughing and had to go back to the heavy pads and is now forced to have the sphincter surgery. Patient stated to be very upset with the sling because his quality of life has been negatively impacted. No more information is available at the moment, additional information was requested and will be provided as it becomes available.